Manufacturer narrative:
On april 24, 2023, the mentor failure analysis lab has received the device for evaluation. On april 26, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 02, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also had breast asymmetry. The patient had native breast asymmetry, including inframammary fold asymmetry, volume asymmetry, a narrower breast and more fullness on the medial pole. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation revision with two 325cc mentor siltex round moderate profile saline breast prostheses and experienced bilateral deflation post-operatively, which was diagnosed in person. As a result, the patient is to undergo explantation on march 28, 2023. This report is for the left side device.